Manufacturer narrative:
This MDR is a result of an investigation finding. The complaint of a complications during the insertion process was confirmed and the cause appeared to be manufacturing related. One 24ga insyte-n autoguard from lot: 3320950 was provided for investigation. A microscopic examination of the needle tip revealed no damage or defects that would contribute to the reported issue; however, the catheter tip was quality was unacceptable and the cause appeared to be manufacturing related. The poor tip quality most likely inhibited insertion of the insyte-n autoguard device. The appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte-n autoguard catheter tip defective/damaged. The following information was provided by the initial reporter: needle that penetrates skin was blunt, causing improper penetration causing failure to properly place IV. Injuries or adverse event: no.